Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a circuit fault alarm and subsequently stopped ventilating. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the reported ventilation stop and revealed overpressure events. Device inspection found evidence of water ingress or contamination in the inspiratory and expiratory flow sensors. Based on all available evidence and investigation results, it was determined that contamination in the two flow sensors most likely affected the flow sensor and pressure sensor measurements leading to a ventilation stop. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a circuit fault alarm and subsequently stopped ventilating. There was no patient injury reported as a result of this incident.